Manufacturer narrative:
D6: device returned with no lot identification. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry information received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the clips or with the clips feeding as designed. The reported incident could not be recreated.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the clips were not closing all the way, gapped in the middle. Also, more than one clip was coming out at the same time hanging up on each other. The clips did not fall into the pt. The case was completed with the device. There was no consequence to the pt.